Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: (B)(4)-user had poor technique. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high and erratic blood glucose results. The customer is concerned with results obtained results of 293mg/dl. The expected fasting blood glucose test result range is 125mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 197 and 179mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly). Result 1 :205mg/dl date: (B)(6) 2017 time:955am fasting. Result 2 :194mg/dl date: (B)(6) 2017 time:815am fasting. Result 3 :248mg/dl date: (B)(6) 2017time:547am fasting. Result 4 :243mg/dl date: (B)(6) 2017 time:547am fasting. Result 5 :238mg/dl date: (B)(6) 2017 time:5:02pm fasting. Customer is also concern with results taken on (B)(6) 2017: (B)(6) 2017 5:02pm 238mg/dl fasting. (B)(6) 2017 5;01pm 185mg/dl fasting. (B)(6) 2017 9:25am 225mg/dl fasting. (B)(6) 2017 9:14am 158mg/dl fasting. (B)(6) 2017 6:46am 225mg/dl fasting. (B)(6) 2017 6:45pm 293mg/dl fasting. Customer states that the replacement meter and strips are working worse than his previous meter. Customer meter was replace for the same issue. (Ref ran (B)(4)) customer states that he would run a back-to-back test and get 293/225 mg/dl fasting in 45 sec. The meter is giving erratic and high blood results. Customer states that he run his test 3-5 times. Customer states that he run the control solution test and it was within range.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high and erratic blood glucose results. The customer is concerned with results obtained results of 293 mg/dl. The expected fasting blood glucose test result range is 125 mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 197 and 179 mg/dl using true metrix meter. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history: (date/time not stored correctly). (B)(6). Customer is also concern with results taken on (B)(6) 2017: (B)(6). Customer states that the replacement meter and strips are working worse than his previous meter. Customer meter was replace for the same issue. (Ref ran (B)(4)) customer states that he would run a back-to-back test and get 293/225 mg/dl fasting in 45 sec. The meter is giving erratic and high blood results. Customer states that he run his test 3-5 times. Customer states that he run the control solution test and it was within range